Event description:
The manufacturer received information alleging cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging cancer. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to a third-party service center. The technician confirmed that there were no particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation, and the device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The evaluation method code, evaluation result code, and conclusion code have been updated.